Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). They called back stating they have trouble charging their implantable neuro stimulator (ins), then went on to clarify they are charging their ins a couple times a day. The pt stated they are not getting pain relief all the time either. Pt clarified they have to have surgery again because the ins was implanted "over the spine" and it sticks out over an inch. Pt stated when they had the ins programmed, the representative (rep) turned off the left side so they could focus on the right side and the pt still could not feel the stimulation even at "23" so they know they have very high settings. The agent redirected the pt to their healthcare provider and rep to assess the ins and programming settings. The rep saw the pt today about their stimulation (stim) turning off and their ins depleting quickly. Pt says they are charging every couple of hours. The pt does get benefit when stim is on but stim is shutting off shortly after charging and the stim shuts off when the ins gets to a 20% charge level. The pt noted that they fully charged their ins to 100% before they went to bed and left stim off all night but when they woke up, their ins was down to 70% already in the morning. Then, after having stim on for 2 hours, the ins charge level was down to 20%. The agent reviewed having the caller check impedances, as well as charging and stimulation use diaries. Coming into the session, pts group settings were: base 6.4ma, 200, 50hz; prime 13.0ma, 170us, 300hz with electrodes 2, 3, 4 and 13 and 15 being used. When trying to do energy calculation (calc), it indicated that settings were too high for calculation. When caller reduced to prime to 10ma, it was still unable to do a calc. When prime lowered to 9ma, then the recharge calc was 0.4 days. The pt reported that their ins was fully charged at noon today but now is down to 50% at start of tablet session. It's also notable that after less than an hour in clinic during the conversation, the pt's ins had depleted to 30%. The patients' impedances were all in normal range. Pt is getting benefit on left side of their body but not getting any benefit on the right side. Caller indicated that the paddle lead is in good position. The pt did get right side benefit during trial but is not with permanent implant. The general recharge diary indicated: good coupling, 60% average ending charge, 1 hour recharge time, 9 hours interval. The agent reviewed programming strategies to lessen recharge demand. Existing group is already using higher settings and the pt doesn't feel any stim with this group and is unsure if they have felt any benefit from this group. The revision pending date is within the next 2-3 weeks due to ins migrating medially near pt's spinal area. The agent reviewed that recharging will be easier or more efficient once the pt's ins is in better position.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call is pt states "since implant" they have been having nothing but problems when trying to charge the ins. Pt states when they start a charge, sometimes excellent would flash on for about 5 minutes and then it would flash to good or they would lose connection. Pt states the last time they tried to charge for 4 hours at good it charged from 40% to 80%. Pt states today they have been charging at good for 45 min and the charge went up 10%. Pt states prior to implant they discussed the ins would be implanted in the upper buttock area but when the pt was out of surgery they had 2 incisions. One at the base of the spine for the lead and the ins is further up next to the spine and pt states half the ins is directly on the spine and pt states "it looks like there is a tumor on my back". Agent reviewed the wr seems to be functioning as anticipated. Agent recommended pt fu with the managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a representative (rep) regarding a patient with an implantable neurostimulator (ins). When asked if the cause of the ins depleting rapidly was determined, the rep stated no, they are still not sure why it is depleting so quickly. To resolve the issue, they tried multiple times to reprogram, but it still hasn't helped with keeping a charge. The issue has not been resolved and no further action will be taken. When asked if the cause of the patient not feeling any stimulation on their right side was determined, the rep stated that "no, after multiple programs, we still could not get the right side stimulated". It was not determined what most likely caused the issue. To resolve the issue, the rep spoke to the surgeon to do a pocket revision so the battery sits flat and further away from the spine. The revision will be in april (date unknown). The issue has not been resolved. The information has been confirmed by the physician and they agreed to fix the pocket and move the battery. The rep stated that they will keep updating on the issue.